Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed. Subsequent, to the manufacturing of the device and prior to its release. No problems or issues were identified, during this DHR review. The event history log, ehl, showed evidence of the reported issue. A functional test was performed, to further investigate the reported issue. Investigation could not duplicate the customer's reported problem. A cassette was attached to the device and ran with no issues. The downstream sensor was damaged and bubbling. And the event history log showed, multiple "cassette not attached properly" errors. The downstream sensor will be replaced. B5: customer provided additional information, that there was no patient injury. Date of event updated to (B)(6) 2021.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a cassette not attached alarm. No adverse effects were reported.